Event description:
The patient underwent surgical intervention in order to implant a lead as the previous lead was explanted (reference MFR report: 1627487-2015-15230). It was reported the procedure was extended by approximately one hour due to the physician experiencing difficulty implanting the lead due to scar tissue. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.